Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed an error message 42 and kept rebooting. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) displayed an error message 42 and kept rebooting. No patient harm was reported. Investigation summary: the complaint device was received by nihon kohden. The unit was evaluated, and the complaint was duplicated. The cause of the issue was hard drive failure, likely due to wear-and-tear as the unit was sold to the customer 5 years ago and does not have any service history for hard drive replacement. The cns service manual advises the user to replace the hard drives every two years as part of periodic maintenance. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided.